Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effects of atrial fibrillation, hypotension, mitral stenosis, renal failure, heart failure (worsening), and respiratory failure are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Potential causes for difficulty positioning the cds leading to difficulty removing the clip from the chordae can include, but are not limited to, manufacturing anomalies, patient anatomical morphology/pathology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user, user technique or procedural conditions (excessive tension on the device during the procedure). In this case, the transseptal puncture was reportedly very difficult and was placed high. The patient had a rotated heart, very large atrium, a pre-existing patent foramen ovale, and a restricted posterior leaflet. Additionally, the imaging was found to be difficult. As a result of the high puncture site and the imaging problems, the physician reported that the positioning of the clip was difficult and took multiple adjustments; furthermore it is likely that due to the rotated heart the clip may have become temporarily entangled in the chordae during positioning attempts. Based on the information reviewed, the reported difficulty in positioning the cds and clip temporarily being caught in chordae appears to be related to procedural conditions and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Event description continued: the post procedure treatment would not have likely been needed in the absence of the mitraclip procedure. The adverse events were reported as being definitely related to the mitraclip procedure and probably related to the device. There was no malfunction with the mitraclip device. On march 6, 2014, the patient was readmitted with progressive heart failure and cardiogenic shock with hypoperfusion. Management ongoing, including evaluation for possible ventricular assist device or transplantation. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip (10276655/01) referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information was received that the patient expired on (B)(6) 2014 after the patients family decided to make her a do not resuscitate. The patient had an acute intraventricular hemorrhage with extension into the basal ganglia and parietal lobe on (B)(6) 2014 with mass effect and cerebral edema. The cause of death was intracranial hemorrhage. The study site has indicated that the patient death and intracranial hemorrhage are not related to the mitraclip device and procedure. Mitral stenosis was identified on (B)(6) 2014 and resolved with medication on (B)(6) 2014. Due to the progressive heart failure and cardiogenic shock, a left ventricular assist device was implanted and on (B)(6) 2014, an automatic implantable cardioverter-defibrillator (aicd) was implanted on (B)(6) 2014. No additional information was provided.

Event description:
This event is being filed as the procedure was prolonged due to difficulty positioning mitraclip (10275375/01) and was temporarily caught in the chordae which resulted in post procedure complications. It was reported that prior to using the mitraclip device, due to the anatomy, the transseptal puncture was difficult and was placed high. Also due to the anatomy, the imaging was difficult. With a high transseptal puncture site and imaging problems, positioning of the two clips was difficult and took many adjustments. The first clip (10276655/01) was implanted. During placement of the second clip (10275375/01), the device became temporarily caught in the chordae, but was able to be freed and placed onto the leaflet. There was no damage to the chordae. Two clips were implanted, but were not able to be placed within the jet and therefore, the functional mitral regurgitation grade was only reduced from 4+ to 4. Due to the extended procedure time, the patient's post procedural recovery was complicated with progressive heart failure and cardiogenic shock due to hypotension (worsening renal function, increased lactate, cool extremities). The patient was treated with IV inotrope support and cardioversion for atrial fibrillation. The patient was reported as doing well with tenderness of the liver six days post procedure. After a few more doses of IV diuretic for additional 5-7 pounds weight loss, the patient will be sent home on the previous dosage of diuretics.